Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube the stopper pulled out of the tube within a holder. The following information was provided by the initial reporter. The customer stated: "after blood collection, when the tube was about to be taken out of the needle holder, the tube cap was dislodged and stuck in the needle holder. The blood was contained in the tube and the needle holder. No reported blood exposure."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the facility for evaluation. Additionally, we were unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube the stopper pulled out of the tube within a holder. The following information was provided by the initial reporter. The customer stated: "after blood collection, when the tube was about to be taken out of the needle holder, the tube cap was dislodged and stuck in the needle holder. The blood was contained in the tube and the needle holder. No reported blood exposure."